Event description:
Intravascular heat exchange catheter inserted for hypothermia treatment. Approximately 12 pm, the rn observed fluid in flush bag with pink color. Dr. And zoll representative notified. The doctor gave orders to remove zoll catheter and perform external cooling. Serosanguinous fluid removed from catheter balloon. Per reporter, the device to be turned over to product rep.